Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. Reportedly, the customer had entered the incorrect date and time accidentally. Tandem technical support assisted the customer with correcting the time. Additionally, the touchscreen was unresponsive when attempting to resume insulin. Customer tapped the button a few more times to resolve the issue. Blood glucose was in the 200s (mg/dl). Although requested, the customer did not upload the pump logs to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.